Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the error of the internal circuitry by failure of the pressure sensor implemented in the main circuit board.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure, the device alarming and the all leds of the front panel of the device went out. The user replaced the device to another device to complete the procedure. Olympus inspected the device at the service department of olympus (B)(4) and found that there was a gas leak from the pipeline inside the device. Other detailed information was not provided. There was no report of patient injury associated with the event.